Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the bad keypad, which was experienced during evaluation. Evaluation found the keypad to have a delayed response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had a bad keypad, which was clarified during baxter's evaluation as delayed keypad response. It was also reported there was no patient injury.